Event description:
Pt presented with large infrarenal abdominal aortic aneurysm. Md attempted evt repair; stent failed to deploy (distal). Procedure converted to open aaa repair. Graft returned to MFR by sales rep.